Manufacturer narrative:
Date of event: unknown date in 2019. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a debridement and hardware removal surgery on (B)(6) 2019. The patient was initially with the expert tibial nail system on (B)(6) 2019, due to a fibula diaphyseal fracture. On (B)(6) 2019, the patient visited the hospital and post-operative course was good. On (B)(6) 2019, the patient visited the hospital again and reported swelling of the affected area and was suspected of infection. The hospital planned to remove one loosened screw in the debridement surgery. During the debridement surgery, the other screws lost their fixation and the infection spread through the implants from the lesion. The surgeon removed all etn implants and applied a vacuum-assisted closure therapy. The patient is under follow-up and will be applied external fixation after the affected area becomes stable. There is a possibility of lower limb amputation due to gangrenous five fingers. The surgeon reported that after (B)(6) 2019, the patient developed purulent meningitis from an unknown cause and there was no problem with the devices. There was a surgical delay of ninety (90) minutes. Procedure and patient outcome are unknown. This report is for one (1) 10mm ti cann tibial nail-ex w/prox bend 330mm-sterile. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Part: 04.034.446s, lot: l342017, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 15.march 2017 , expiry date: 01.march 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument. Manufacturing location: monument, manufacturing date: 13-feb-2017, part number: 04.034.446, 10mm ti cann tibial nail - ex w/prox bend 330mm, lot number: h296363 (non-sterile), lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance sheet 4034ipa431 rev d met all inspection acceptance criteria. Inspection sheet, inspect dimensional 4034id431 rev e met all inspection acceptance criteria. Inspection sheet, final inspection 4034fi431 rev d met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ad was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to infection¿ does not indicate breakage of the nail and, therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.